Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive alinity I toxo igg result generated on an alinity I am processing module for a 29-year-old female patient. Sid (B)(6) initial result = 18.98 iu/ml (reactive), repeat results = 0.14 iu/ml and 0.14 iu/ml (non-reactive). There was no impact to patient management.